Event description:
Dr. (B)(6) at (B)(6) replaced mitral valve (original) with bovine pericardial valve size 25mm model 6900p. Leaking was immediately discovered and malfunction as well. Now bleeding is severe and will be replaced by dr. (B)(6) at (B)(6) on (B)(6) 2011. Several cardiologists have advised that valve was too small. I have documents to all of this. I have called dr. (B)(6) and written letters with no response. Diagnosis or reason for use: rheumatic heart disease.